Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 60x2.5mm and eccentric target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The lesion contained between a 45 and 95 degree bend. A 2.50 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.